Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.25mm x 28mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent struts in the very proximal region were lifted from the crimped stent position. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-jan-2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the left circumflex artery. Following pre-dilation, a 2.25 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. It was further reported that when the device was removed, the stent was found to be bent and deformed.